Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the patient side cart (psc) proximal set up joint (suj) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported they encountered a system fault 319. Troubleshooting began with several power cycles and a hard power cycle, but the fault persisted. Logs were reviewed and the issue was confirmed. It was determined that one arm would need to be disabled; the system could still be used with the remaining arms if desired. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The patient side cart (psc) proximal set up joint (suj) was returned for failure analysis with a reported problem of ¿had a fault (319)¿ was confirmed and replicated. In artemis, error 319 was found indicating node not present at startup on the universal surgical manipulator (usm), suj distal and proximal in question thus confirming that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered the same error at startup thus replicating the reported event. The unit was then installed on a patient side cart fixture test platform (pftp) where it failed to find nodes a, b and c during programming. Installed golden acu where it passed the node check but fail to release the z-twang motor tests. As a result of these findings, failure analysis concluded that the acu pca was the root cause of the reported problem.

Event description:
Refer to h11 for follow-up information.